Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged from their pacemaker following the patient being hit near their device site. The patient subsequently was hospitalized and a revision procedure performed in which their lung was punctured and they formed a hematoma. Subsequent to that, the patient reported falling out of bed while in recovery and suffering a stroke. No further information is available. No additional adverse patient effects were reported. The service status of this lead is unknown.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.